Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, infection, and seroma.

Event description:
Patient reported a right side "leak", "swelling, had fluid, was hard, hot to the touch, had an infection", and "had a fever and they had a 25,000 white cell count". Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, g1.

Event description:
Healthcare professional reported device was intact upon explant.